Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The insulin pump was received with pillowing keypad overlay, missing reservoir tube o-ring, minor scratches on case, corroded battery tube and minor scratches on lcd window.

Event description:
It was reported that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was unknown at the time of the incident. The customer was assisted with trouble shooting. Customer was advised the insulin pump will be replaced. The customer will return the device for analysis.